Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿cable malfunction¿ was confirmed. The device evaluation found image was not displayed because communication failure occurred due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be determined. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the 4k camera head exhibited a cable malfunction. The issue was observed during preparation for use for an urological examination. The patient was not under sedation and the procedure was completed with a similar device; no delay noted. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, it was observed that the device displayed no image due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.